Event description:
Received info stating customer's fill tubing step in load process usually takes 16 units to prime but is now taking over 30 units to prime, or 20 minutes to successfully see insulin coming out the end of tubing. Reportedly, the customer's blood glucose level was impacted.

Manufacturer narrative:
The product has been received for eval; however, evaluation is not yet complete. A f/u medwatch report will be submitted.